Manufacturer narrative:
Updated event description. Omit screws as concomitants & dcrm information. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an open reduction and internal fixation (orif) elbow procedure, a 1.5mm drill bit broke off. The fragment was not able to be retrieved. There was no harm to the patient and no delay in surgery. No patient information was made available. This complaint involves 1 part.

Manufacturer narrative:
Investigation summary: "the instrument is designed for durability and withstanding forces over product lifetime" and the hazard of device breaks or deforms during use; fragments remain enclosed with the patient intraoperatively due to "instrument strength being too weak for the application, therefore it may be due to inappropriate material / and or the geometry specification. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Corrected the patient ID. Mistakenly it was reported as ¿ni¿, should have been blank. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information: this was an intraoperative event. Patient outcome was fine, and procedure was successfully completed.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4) used for: during an open reduction and internal fixation (orif) procedure, a 1.5 mm drill bit broke off. The fragment was not able to be retrieved. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an open reduction and internal fixation (orif) procedure, a 1.5 mm drill bit broke off. The fragment was not able to be retrieved. There was no harm to the patient and no delay in surgery. No patient information was made available. This complaint involves 1 part. Concomitant devices reported: unknown screws. This report is 1 of 1 for (B)(4).